Event description:
I received a depuy pinnacle hip replacement on (B)(6) of 2008. It has never been right from day one. I have had trouble doing even slightly active things like walking. The pain and immobility started getting worse in (B)(6) of 2010. It then became very painful and hindering in (B)(6) of 2010, and it is now a crisis. The last 2 weeks, I've been unable to work a 6 hour shift at my desk job. Please help me.